Manufacturer narrative:
Product analysis summary: sheath and stylette were returned loaded in device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 18th distal stent wraps with strut raised. No deformation was evident to the distal tip. The inner lumen patency was verified. Com code: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used an resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the circumflex artery, exhibiting 98% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. Negative prep was performed with no issues noted. The device was inspected with no issues identified. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that stent deformation occurred while passing through the lesion, therefore it was replaced by a medtronic device. The physician stated that the event was due to use of the device in difficult lesion morphology/anatomy and that the event was procedural related and not device related. Patient status post-procedure is alive with no injury.